Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received form a patient with an implantable neurostimulator (ins) for spinal pain via a manufacturer's representative. It was reported that the patient getting great coverage on left side but was not getting coverage and pain relief in their right leg. Multiple programming attempts were made but the event was not resolved. X-rays were taken and the results showed the right lead is anterior and has moved up half a vertebral body since implant. It was noted that a surgical intervention was planned as the health care provider may revise the lead. If additional information is received a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) reported that the patient was going to have the one lead that was not giving him good stimulation revised in (B)(6), per the implanting doctor. The other lead was giving the patient 80% pain relief on the left side.